Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "hcp failed to fire staple while using on patient". This occurred to 6 staplers in a row. No patient harm or injury. The patient status is reported as "fine". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated. See associated mdrs #3003898360-2023-00900, 3003898360-2023-00901, 3003898360-2023-00902, 3003898360-2023-00903, and 3003898360-2023-00905.

Manufacturer narrative:
(B)(4). The reported complaint of misfire/jamming - staples not firing could not be confirmed based upon the sample received. The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the first two staples appeared misaligned. The stapler was returned with 29 staples remaining in the cover block, indicating that at least 6 staples were fired by the customer. The trigger was not returned engaged. No clear evidence of use in the form of biological material was present on the device. As part of functional inspection, multiple attempts were made to fire staples by engaging the trigger of the stapler using hand pressure, all 29 staples were fired, one staple did not form properly and several required multiple attempts to fire. The staples were also fired into a simulated skin pad to simulate skin insertion. It was identified that the staple misalignment prevented the staples from moving down the track and firing correctly. Additionally, the IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." A DHR review was performed, and no evidence was found to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined based upon the information and sample provided. There were no functional issues found with the returned sample. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "hcp failed to fire staple while using on patient". This occurred to 6 staplers in a row. No patient harm or injury. The patient status is reported as "fine". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated. See associated mdrs #3003898360-2023-00900, 3003898360-2023-00901, 3003898360-2023-00902, 3003898360-2023-00903, and 3003898360-2023-00905.